Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was not confirmed. Visual inspection found nicks and scratches on the inner radius and rim of the liner. Scratching was also observed on the outer radius and taper of the liner. No dimensional analysis was conducted as 100% automated measuring at the time of production shows the device met all dimensional specifications. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that the liner would not engage in the cup. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.